Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to placement difficulty and difficulty to advance as the branch was narrow and very curved at the ostium. There was no new lv lead replacement, and this lv lead will not be returned due to infection or contamination. No additional adverse patient effects were reported.